Manufacturer narrative:
The device was returned for analysis. The reported ¿loose sutures¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the common femoral artery was attempted with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, both systems seemed to have loose sutures [suture retrieval issue]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.